Event description:
Customer claims, in 2002 between 7:57 pm and 8:00 pm, a patient was violently choking in bed and the sc7000 patient monitor did not trigger an alarm. The hospital staff noticed serious cyanosis of the pt, although the monitor pulse oxymetry indicated 90%. [The default alarm limits for spo2 saturation is 90 - 100% and would not be expect to alarm, unless user defined limits are changed.] Customer also claims, ECG waveform demonstrated bradycardia, but no alarm was triggered. [The alarm limit settings for bradcardia rate is user defined, between 30 - 105.] In addition, the customer indicates, the event was not recorded in either the event memory of the monitor or the central station monitor. [The monitor is designed to automatically store alarm conditions configured (by user) for storage in the alarm limits table, when alarm limit violations occur.] Customer has also indicated that they initiated comparison testing by connecting a nellcor npb-290 pulse oxymeter to the patient in parallel with the sc7000 system, whereby conflicting measurement results were observed. They claim the siemens monitor indicated a drop in saturation to 77%, the nellcor device indicated 98% saturation for the patient. They described the patient having a rosy skin color and showed no signs of cyanosis. {however, this testing describe do not appear to have been done in a controlled environment]. The monitor was subsequently removed from service. The customer report indicates that no patient injury resulted from the incident.